Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Ultimately the customer reverted to manual insulin injections to address the occlusions and their elevated BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.